Event description:
"A female presented to the emergency department in late 2007 complaining of intermittent, colicky, abdominal pains and after fall. On examination physical therapist was found to be hypotensive, tachycardic, and acidotic, with decreased co2, she had leucocytosis and azotemia. Patient was admitted to the ICU with sepsis due to an ischemic colon. She was started on cefazolin and flagyl which she received via a newly inserted triple lumen catheter which was flushed by nursing following hospital policy. Patient underwent a laparotomy and creation of an ileostomy. On six days later, patient developed a fever of 101.9, 4 blood cultures were drawn, and she was started on zosyn. Her fever resolved and all 4 blood cultures returned positive for serratia. Repeat cultures in early 2008 showed no growth. Patient's triple lumen catheter was removed on the next day, and a heplock was inserted. Patient was discharged from hospital on three days later. Dose or amount: 5 ml and 10 ml; frequency: ud; route: IV; dates of use: late 2007 - early 2008. Diagnosis or reason for use: maintaining IV patency." Medwatch # (B)(4).

Manufacturer narrative:
On january 17, 2007, bbmi received a nationwide recall notification from am2pat inc initiating a nationwide recall of all lots of heparin and saline pre-filled syringes. Am2pat inc manufactures these pre-filled syringes under both their private label, (B)(4), as well as under the b. Braun medical inc label. Based on an inspection of am2pat inc's facility, it has been determined that there is a potential for the sterility of these lots to be compromised. B braun inc immediately notified all customers of this recall.